Event description:
It was reported that during a peripheral stenting treatment procedure, stent deployment issues occurred.the target lesion was located in the iliac artery. A 6x61x120 epic vascular stent was advanced to the target lesion and deployed. During deployment, the stent moved forward missing the target area. Another epic stent was required to be deployed to cover the entire lesion. The final result of the stent was well apposed. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).